Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no cable related damages. Additional observation : failure analysis found a lodged thread like component between the grip cable and grip hub. There was a damage on the tip and middle of the instrument blade. Both blade edges were indented. The findings of lodged component were escalated to engineering team for further investigations. Following information was obtained : the thread like material is nylon. The nylon bristles of this size are commonly used for reprocessing brushes. It is possible that the thread-like fragment is a bristle from a reprocessing brush that became lodged during cleaning of the instrument. These bristles are typically found to lodged in the cables as well. The probable root cause of lodged component can be traced to non-device related factors. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.